Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post pace t wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
Correction: g2 should have been health professional and user facility only company rep was selected in error.

Event description:
New information noted programming changes were made. The patient was in stable condition.